Event description:
It was reported that during greenfield filter implant procedure, the filter was missing following attempted deployment. The physician attempted to find the filter using fluoroscopy however it could not be located. It was suspected to have been missing from the carrier in the packaging. A new filter was successfully implanted. No adverse pt effects were reported.